Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results. What is the patient¿s current status? Additional information was requested and the following was obtained: customer reported she does not have specific but she does not know that the report of erosion came after a patient follow-up visit and physical exam. Customer stated all follow-up should go to surgeon. Was treatment (medical/surgical) rendered? Customer reported ni. Is device still implanted? Customer reported to her knowledge it is.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. After follow-up visit and physical exam, the patient was diagnosed with erosion. The device is still implanted. Additional information has been requested.